Event description:
The following has been reported: biomed reported: 'active valve motor failure. No active infusion stopped or any patient harm. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for sticky fva pins. Drag was observed on the outlet fva pin. A cleaning was performed and the drag was resolved. The pump was initially unresponsive to touch input. Investigation found the touch input flex cable was partially unseated from the main pcba. The connector on the main pcba was found to not be able to grip the cable effectively. It was also found the loading pins had excessive drag and will need new lip seals.